Manufacturer narrative:
Analysis of batch records for the concerned lot number was conducted to test for specification and sterility compliance. Results show that this teosyal product was fully compliant. Another complaint was registered to date for this batch number: rc/2204102, for a technical problem, unrelated to the present complaint. Corrected data: medical assistance was provided to the injector to help managing this adverse event. According to the investigations, this case seems to be related to a vascular occlusion, which is a well known and documented side effect in the context of filler injections. Vascular complications are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. Batch analyse undertaken confirms that the product passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occured outside of the united states, in (B)(6). According to the information received on 24-apr-2022, a patient was injected on (B)(6) 2022 with a rha 4 syringe, 0.6 ml, into the nasolabial folds. On the day following the injection, the patient complained about a skin colouration and induration in the left nasolabial folds. The injector being abroad at that time, a medical expert was immediately contacted to support with the management of this adverse event. A vascular embolism was diagnosed and it was recommended to inject hyaluronidase in the coloured area. In the morning of the (B)(6), the patient visited the medical expert and was injected with hyaluronidase. The patient recovered from the event.